Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 9/21: customer reports via phone, (B)(6) female from ER having CT brain with contrast for cerebral aneurysm and hypertension. Optiray 320 (not warmed) loaded into injector syringe, IV access right left antecubital vein with a 20ga gelco access device. Injector tubing connected to IV access device with a baxter needleless adaptor. Injection protocol, 5ml/sec for 100ml volume. Injection started, when approx 20ml of the contrast infiltrated. Procedure stopped and CT brain without contrast performed. Pt was transferred to another healthcare facility to treat the neurological issues, but reports infiltration resolved.